Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. The arteriotomy locator was returned as well. Visual inspection revealed analysis, there was no damage or deformation noted on the arteriotomy locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was still present within the sheath. No other visual anomalies were noted with the device. Functional testing was conducted. The deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the device sleeve was not positioned in the full forward lock position or an obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the there was an angio-seal deice that mis deployed. They deployed all the steps correctly; however, the whole device came out with the anchor and collagen as well. Nothing was deployed in the patient. Blood loss was less than 250cc. The patient was in stable condition and the procedure was successful.